Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were two cardiac resynchronization therapy defibrillator (crt-d) batteries which did not meet indications for implant upon device interrogation. No attempts were made to implant either device. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.